Event description:
It was reported that the ventilator had a constant audible alarm with a faulty turbine. It is unknown if the ventilator was connected to a patient when the reported problem occurred.